Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks due to atrial originated rhythms. The patient was mowing her grass at the time. Reprogramming and medicine options were discussed for this patient. The ICD remains in service at this time. No additional adverse patient effects were reported.